Event description:
It was reported that the patient experienced "a mild sui. Nothing serious." Additional information received indicated that the physician attributed the patient's urinary incontinence to the procedure, not the device. However, stress urinary incontinence is a new diagnosis for this patient after the mesh was implanted. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.